Event description:
An incorrect phosphorous (an incorrect phosphorous (phosm) result generated by the synchron lx20pro instrument. The initial phosm result was 1.0 mg/dl. The customer re-tested the original patient sample for phosm on another instrument in their lab. The phosm result obtained from another instrument was 2.9 mg/dl. Corrected result was sent out of the lab. Based on available information, it is unknown if patient treatment was initiated or witheld as a result of this event.